Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep) indicating that the surgeon initially reported the event to them at the time of the revision. According to the surgeon's review of the catheter access port (cap) study, the catheter tip placement was too high for the patient, which was why the surgeon pulled it down. According to the surgeon, the cap study was successful and showed a patent catheter. It was further reported that the surgeon opened the spinal incision and adjusted the anchor, pulled the catheter down from t12 to l1/l2, re-anchored and put a new collette in the spine incision. A collette was previously there from a previous revision. The surgeon confirmed cerebrospinal fluid (csf) flow when the catheter was cut and the surgeon did not open the pump pocket to aspirate the catheter. The surgeon also declined to use a cap kit to aspirate through the skin. The surgeon did not want to prime the catheter, and asked for an estimated calculation of how long the patient would go without drug if no prime was done. The rep stated that the information of 4.4 hours was related to surgeon and no prime was per formed. It was also reported that the patient's weight at the time of the catheter revision was unavailable to the rep.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen (unknown) 500 mcg/ml at 150 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient has had increased rigidity for some time now and had a (catheter access port) cap study done. The company representative (rep) stated today ((B)(6) 2023) they did a catheter revision to the intrathecal (it) end. The company rep inquired about flow rate calculations. Flow rate /day 0.3ml/day or 0.0125ml/hr. Tcv without drug 0.055ml / 0.0125ml/hr = 4.4 hrs.